Manufacturer narrative:
According to the information provided, the patient underwent a reverse shoulder replacement surgery. Approximately 10 years later, the humeral components were revised to a new stem and hat system (humeral augmented tray). The reason for the revision was reported as ¿patient presented with humeral pain, x-ray revealed reabsorption of bone from a previous humeral fracture. The devices were not returned for evaluation and radiographs were not provided. Images of the explanted humeral components were provided and appear unremarkable for implanted devices. The reason for the revision reported was likely due to proximal humeral bone loss resulting in pain after almost 10 years of implantation. The cause of the bone loss cannot be conclusively determined but may be related to the patient¿s previous history of bone fracture. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information and/or radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code.

Event description:
As reported, 9 years and 10 months post the initial left tsa, the patient presented with humeral pain. X-ray revealed some reabsorption of bone from a previous humeral fracture. The humeral stem, adapter tray and liner were revised. A hat was used. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: humeral stem, 15mm 300-01-15, 2979745. Humeral liner, 38mm, +2.5 320-38-03, 2655118. Humeral adapter tray, +5 320-10-05 ,2735249. Torque defining screw kit 320-20-00 ,2773136. Glenosphere, 38mm 320-01-38 ,3569677. Glenoid plate 320-15-01, 2859677. Glenosphere locking screw 320-15-05, 2879959. Compression screw, 4.5 x 18mm, white 320-20-18 ,3521956 . Compression screw, 4.5 x 34mm, red 320-20-34 ,2976530. Compression screw, 4.5 x 38mm, green 320-20-38, 2729141. Compression screw, 4.5 x 42mm, yellow 320-20-42, 2276066. Compression screw, 4.5 x 42mm, yellow 320-20-42 ,2276056.